Event description:
On (B)(6) 2013, a reporter contacted animas alleging a moisture ingress problem with their pump. The reporter was unable to fully inspect the device for damage at the time of the call due to the battery cap not being with the device. This complaint is being reported because it was not resolved at the time of troubleshooting. There is no evidence to suggest that this issue caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/09/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/21/2014 with the following findings: a visual inspection of the pump revealed that there was corrosion in the display. Evaluation also revealed that the pump case was cracked in the upper right corner between the case seal and display lens. During testing, the pump powered on normally. A leak test was performed and a leak was found at the pump case crack. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the case seal to the grip pad. Also unrelated to the complaint, evaluation revealed that all keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under all button contacts. The pump case was removed and corrosion was observed on all internal surfaces. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.